Event description:
A doctor reported the customer's death. It was stated that the doctor was not sure of the date of death or cause of death. However, a family member stated that the cause of the death was dka and the customer was wearing the pump at the time of death.